Event description:
It was reported that the right ventricular (rv) lead exhibited over-sensing of noise. It was also reported that the rv lead exhibited an elevated sensing integrity counter (sic). It was also reported that the right atrial (ra) lead exhibited high thresholds. The rv and ra lead both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.